Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the patient faced a bent cannula and in the afternoon of (B)(6) 2020 (thursday), she experienced high blood glucose level and felt nauseous. The next day, on (B)(6) 2020, at 18:00 hours, the patient was admitted to the hospital due to diabetic ketoacidosis with blood glucose level of 740 mg/dl. The infusion set was last changed on (B)(6) 2020 (wednesday). Further, the patient was transferred to the intensive care unit. During hospitalization, she received insulin drip intravenously as corrective treatment. After staying for three days in the hospital, she was released. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.